Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. Technical services advised some testing options. In-clinic testing found reduced intrinsic amplitudes in all three sensing vectors. The doctor has elected to explant the system. There were no additional adverse patient effects.